Event description:
It was reported during a routine training visit at the hospital on (B)(6) 2012, to the clinical support specialist from the staff members, an incident that occurred ¿a few months ago¿ in the cath lab. The intra-aortic balloon (iab) was inserted through the polyurethane with sideport sheath via right femoral artery with no issues. Immediately after insertion, a nurse noted blood return in the helium driveline tubing before pumping was even initiated. As a result, the nurse stated that the iab and sheath were removed as one unit immediately. A new iab was inserted via the same insertion site (right femoral) without further incident. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The delay or interruption in therapy was less than two minutes (second iab opened and prepped while first was being removed) with no harm to the pt. The pt outcome was the pt was transferred to cardiac care unit (ccu) on intra-aortic balloon pump (iabp) support. The product number has been reported as a 5800 series lws and had been discarded.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.